Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of over 600mg/dl, with abdominal pain, vomiting, extreme drowsiness, difficulty waking up, confusion, blurred vision, polydipsia, polyuria, large ketones, and nausea, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was treated with insulin via injection and phone advice by their healthcare provider. During troubleshooting with customer technical support, it was revealed there was no power to the pump, and the yellow o-ring was visible. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2019 with the following findings: during investigation, all above test steps were performed using test battery cap. The pump was returned with a stripped / damaged battery cap . The cap is unable to secure in order to power on pump , rebooting and power loss was duplicated. At est battery cap was able to fully secure and power on pum , basal delivery was executed for a minimum of 12 hrs. With no reboot or power loss duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.